Event description:
The customer reported that the system would not boot up and is displaying an unlock failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fuse on the power supply two. The system was tested and found to be working as intended and put back in service.